Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation the device. Visual inspection of the instrument noted no abnormalities. Visual examination of the loading unit noted that it was pre-fired/partially applied and engaged in interlock. There were staples protruding from proximal staple cartridge channel. Pmv performed functional testing which included resetting the sulu. The sulu unloaded and loaded repeatedly without difficulty. The sulu and instrument were applied to test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the partial firing may occur if the firing stroke is not complete and the firing knob is not fully retracted after firing. If the firing knob is not fully retracted, the knife blade has not been retracted into the interlock prior to opening the jaw. It may also result in difficulty in unloading the loading unit may be experienced, and may prevent further loading from occurring. The IFU states that to remove the sulu, separate the instrument halves. Holding the cartridge-half of the instrument, grasp the proximal end of the sulu tabs and pull up and out to remove the sulu from the instrument. To place a new sulu into the instrument, hold the sulu by the proximal end tabs and insert into the cartridge fork at a 30 to 45 degree angle from the distal end down until the unit snaps into place. Remove shipping wedge after sulu is fully loaded. Sulu will ¿float¿ up and down in final loaded position. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, no extension in surgical time.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic right hemi-resectioning. A component of the device disengaged. It did not fall into the patient cavity. To complete the procedure, another device was used. There was no patient injury. Patient status is alive.